Event description:
As per medwatch 2100020000-2024-8006: describe the event or problem: the patient was on a levophed drip running at a high dose and the IV pump alarmed "air detected." The nurse had to quickly disconnect the medication/tubing from the patient and re- prime the line. The line was reprimed several times and the IV pump kept alarming with "air detected." Due to the prolonged time to reprime the IV line, the patient became hypotensive. Once the levophed was restarted, the nurse had to rapidly titrate levophed to stabilize the patient's blood pressure. Priming of the IV line is very cumbersome in ICU patients.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.